Manufacturer narrative:
Investigation: the conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints. No trend was identified. During the examination, an impact mark/deformation was found on the shaft at the distal end and a dent in the middle area. Residues were found adhering to the distal cover glass. Slight dirt particles were detected in the rod lens system. Conclusion: the customer's statement "optics defective, blurred" can be confirmed; the image is blurred in the right-hand edge area. In the distal area of the shaft, an extended mechanically caused deformation (dent) can be detected. An impact mark can also be detected in the middle area of the shaft surface. When focusing, slight dirt particles can be detected in the individual sections, which may have been caused by mechanical damage (mechanical deformation/impact). Furthermore, there are residues adhering to the distal cover glass that negatively affect the imaging. The blurring in the imaging may be due to the impact marks/mechanical damage. The damage found is not due to a manufacturing/production defect but was most likely caused during clinical use/clinical preparation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that optics is defective, blurred. No negative impact in state of health reported.